Event description:
The homecare provider (hcp) reported the following info: (1) a pt filled the h-300 and went shopping. (2) within an hour of fill, the unit allegedly malfunctioned and did not provide flows. (3) pt called 911 and was taken by ambulance to ER, but was not admitted. (4) hcp tech took another h-300 to hosp for pt to use to go home. (5) the tech did not check the contents indicator when the h-300 was retrieved.